Manufacturer narrative:
One level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and product found with outdated pcb, power switch, and front cover and broken micro switch. Investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer's reported problem was confirmed. According to the investigation, the pump faulty heater did not work, and the pump broken micro switch was caused by the attachment or removal or a temp check or disposable. The investigation reported that no action was taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is user interface.

Event description:
Information was received that during pre-testing of this smiths medical level 1 hotline low flow systems, the unit did not heat and had broken microswitch. It was also reported that the device did not alarm. No patient involvement reported.